Event description:
During evaluation of a returned spectrum infusion pump, 5 occurrences of "system error 322" alarm were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 322" alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The upper auxiliary sub-assembly and lower auxiliary flex assembly were replaced.